Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that 7 days ago her insulin pump flashed and after that did not restart. The customer stated that they tried on a new battery cap, but without success, the customer was oriented to remove battery for 10 minutes and after this time she inserted a new battery but the display did not work for the customer. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with corroded battery tube noted.